Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed during follow-up in clinic. Noise was reproducible with arm movements across the chest. Lead was explanted and replaced. Patient was stable.